Event description:
A stent procedure was initially performed without incident. Approx. Two weeks post placement, the pt experienced flank pain. Caudad migration was noted during a kub. The stent was removed without incident. There were no pt complications involved. To date, the device has not been received by this MFR. Therefore, no failure analysis is available. The directions for use state: "a stent of proper length should be available. Ideally, the upper coil should lie within the renal pelvis while the lower coil recurves at the ureteral orifice."